Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown rafn end cap/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for femur shaft fracture. There was a union reported postoperatively. It was also reported that postoperatively, on the unknown date, the patient experienced a knee pain and it band syndrome. She was re-admitted for removal of distal locking screw. There was an evidence of healing reported. No further information is available. This complaint involves three (3) devices. This report is for one (1) unk - end caps: rafn. This report is 1 of 3 for (B)(4).